Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had past issue of no delivery alarm and keypad anomaly. Customer reported that the act button was difficult to press. Customer also reported of having battery longevity issues. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would be replaced due to act button being hard to press.